Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance, decreased sensing, loss of capture, noise episodes and low hv lead impedance were observed. During extraction procedure twiddlers syndrome was noted. The lead was capped and replaced. The patient condition was stable before and after the procedure.